Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 24 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. The implant's collar was observed fractured, and a fractured screw fragment was identified stuck inside the implant. However, during a follow up the customer indicated the screw fractured when the implant was being removed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 0407616. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0407616 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.